Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported to the clinic with their pacemaker exposed externally. The pacemaker and two leads were explanted prophylactically due to an unrelated infection. The patient was in stable condition.